Event description:
It was reported that the continuous glucose monitor indicated a low glucose while the user was sleeping, and the user¿s spouse awakened the user and provided soda to treat the event following an unannounced heavy-carbohydrate dinner; the event aligned with a user-related handling issue involving improper or incorrect procedure and the user interface component. Symptoms included hypoglycemia with a nadir of 40 mg/dl and associated sleepiness or drowsiness. Outcomes included an unexpected medical intervention with oral carbohydrate administered, after which glucose stabilized to 116 mg/dl. Investigation included communication with the reporting party and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to missed meal announcement, with the user interface implicated only as the associated component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.